Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("abortion/maternal care for interuterine death"), heavy menstrual bleeding ("heavy menstrual periods") and menstruation irregular ("irregular menstruation") and was found to have a pregnancy with contraceptive device ("pregnancy related conditions/ maternal care for interuterine death"). The patient was treated with surgery (essure removal, repair procedures on the oviduct/ovary). Essure was removed. At the time of the report, the device breakage, abortion spontaneous, pregnancy with contraceptive device, heavy menstrual bleeding and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, heavy menstrual bleeding, menstruation irregular and pregnancy with contraceptive device to be related to essure. The reporter commented: repair procedures on the oviduct/ovary, female infertitility quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("abortion/maternal care for intrauterine death"), heavy menstrual bleeding ("heavy menstrual periods") and menstruation irregular ("irregular menstruation") and was found to have a pregnancy with contraceptive device ("pregnancy related conditions/ maternal care for intrauterine death"). The patient was treated with surgery (essure removal, repair procedures on the oviduct/ovary). Essure was removed. At the time of the report, the device breakage, abortion spontaneous, pregnancy with contraceptive device, heavy menstrual bleeding and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, heavy menstrual bleeding, menstruation irregular and pregnancy with contraceptive device to be related to essure. The reporter commented: repair procedures on the oviduct/ovary, female infertility. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.